Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began at an unspecified time on (B)(6) 2014. The patient claimed he was unable to read the specific error message obtained. The patient stated that he manages his diabetes with oral medication, diet and exercise and took less food and drink due to the alleged issue. The patient denied developing any symptoms; however, reported being hospitalized on (B)(6) 2014 after the alleged issue began. The patient claimed he was treated the following morning with insulin (unspecified dose morning, lunch and supper) and remained hospitalized for 1 week. The patient claimed blood glucose tests were performed with the doctor¿s meter on unspecified dates during his hospitalization and readings of ¿200, 300 and 400 mg/dl¿ were obtained. At the time of troubleshooting, the csr noted the patient was unwilling to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.